Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found a faulty circuit board set causing the no image. Also found a worn out video connector which caused a poor connection with pigtails. Lastly, a software update was needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image when using the 180 scopes with pigtail. There was an image when using the 190 scopes. The issue was found during a colonoscopy procedure. The procedure was not prolonged. The procedure was completed by switching to a different device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event occurred due to a faulty patient board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.